Event description:
On (B)(6) 2012 the reporter contacted the animas corporation to report a keypad malfunction. The reporter alleges that on (B)(6) 2012 that the down arrow button and backlight button were unresponsive. Reporter stated that all other buttons were responsive. The reporter stated that there are no visible signs of damage to the keypad or the pump and denied any recent trauma to the pump. The reporter claims the patient wears the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This allegation is being reported due to an alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no reported patient impact associated with this complaint. It was reported that the down arrow keypad button was unresponsive. Investigation revealed that the keypad flex connector latch was not closed. All buttons became fully responsive after the flex connector was closed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.